Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial had been noted to be fractured on (B)(6) 2014 and the lead was turned off. On (B)(6) 2016 the patient presented to the hospital for a scheduled generator change out procedure. The physician elected to cap and replace the lead during the procedure. The patient was in stable condition before, during and post surgery.